Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Noise was seen on this lead in vf recording on home monitoring. Shock impedance recently trended upward but still in normal range. Lead remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
On 09-aug-2023 information received that lead was capped on (B)(6) 2023 and was fractured. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.